Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. It was determined that the patient¿s fill volume was 2200ml and they had an ultrafiltration volume of 2790ml in cycle four of peritoneal dialysis therapy. The technical services representative assisted the patient in clearing the alarm and advised them to lower the height of their machine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.